Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported) and topical steroid (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on january 05, 2024.